Manufacturer narrative:
The following fields were updated due to additional information: h.1. Imdrf annex a grid (1): a0411 - material protrusion / extrusion (2979). Investigation summary: bd received 3 photos for investigation. The photos were reviewed showing a damaged tube with a protrusion inside. Nowhere on the production line is there anything introduced to the inside of the tube that would cause this type of defect. The exact cause for the customer¿s failure mode could not be determined with the investigation completed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for: damaged. This complaint has not been confirmed for a molding defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2 it was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there was one (1) tube with a plastic protrusion inside the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there was one (1) tube with a plastic protrusion inside the tube. No adverse impact was reported regarding the patient or user.